Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report a 16-2210-0 - island dressing 50/box. The patient stated, the island dressings is causing him itchiness and has a rash from scratching. There was patient involvement, itchiness and rash reported.

Manufacturer narrative:
On jan. 26, 2026, we found the report by searching the maude database. Zhende contacted the customer to ask for more information about this adverse event and has not received any reply. No batch information was provided, neither the affected device was provided. The information of the patient is not known and the use scenario was not provided, hence no testing has begun. We will provide following report when we have more information and complete the investigation.